Manufacturer narrative:
(B)(4) acute renal failure with rise in creatinine 1.5., possibly related and resolved. Device not returned. The event described as acute renal failure with rise in creatinine 1.5., possibly related and resolved was determined to be reportable per edwards lifesciences procedures. The event was learned through clinical study event. A device history record is not possible due to no lot/ serial number was provided.

Event description:
Clinical study (B)(4), it was reported by edwards, sr. Cra, clinical affairs via e-mail that patient experienced an adverse event on (B)(6) 2008 described as acute renal failure with rise in creatinine 1.5., possibly related and resolved. On (B)(6) 2008, described as suspicious for urinary infection started on abx empirically cultures pending, remotely related and resolved. The last event occurred on (B)(6) 2008 and was described as CT done due to chest pain, abdominal pain and fever, remotely related and resolved. No additional information was provided.